Manufacturer narrative:
Somatics became aware of the complainant's alleged injuries upon receipt of a lawsuit filing. Somatics received no specific information from the treating physicians, specific dates or number of treatments, laboratory results or other objective information to corroborate the complainants' allegations. Moreover, the medical literature provides no evidence of the connection drawn by the complainant between ect treatments and the symptoms reported.

Event description:
The claimant filed a lawsuit claiming multiple injuries including brain damage and memory issues.